Manufacturer narrative:
One 2.6f vascu PICC was returned for evaluation. Visual inspection revealed a bubble approximately1 cm in length between 5.5 and 6.5 cm distal to the hub. Another smaller bubble can be seen at the 7 cm mark. Functional testing was performed by clamping the distal end of the lumen. When flushed through the luer with the white clamp no leaks or ballooning were noted. When flushed through the luer with the red clamp, the bubble/balloon expanded but did not leak. The clamp on the distal lumen was removed and air was then pushed through the luer with the red clamp but resulted only in the bubble growing in size. The lumen appears occluded at the distal end of the bubble/balloon. The device was reviewed by medcomp engineering. The cause of the bubble/balloon is most likely due to injecting against the occluded lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test. This test would have detected any holes, leaks, or weak spots if they had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rn stopped ivf and heplock the catheter. The red lumen was unable to be flushed. Alteplase was ordered and instilled, but with great difficulty. The attempt to remove the alteplase was made 2 hours later but very little was able to be removed. PICC was removed 2 days later. Line discovered to be ruptured, looking like it had split in several places and bubbled out.